Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that during a urology stone manipulation, pt gender and age not reported, the system fluoro failed when moving the imaging chain in the head to foot movement. Customer reports the procedure was completed after rebooting the system three times during the procedure. No reported injury.